Event description:
A customer reported that on (B)(6), 2011 at 10:00am she obtained a reading of 81 mg/dl on her freestyle freedom lite meter that was higher than she felt. As a result of this issue, the customer experienced symptoms of dizziness, followed by a loss of consciousness. Upon review, the customer stated she "fell asleep and had to be woken up by someone else needing to make a noise in order to wake me up". The customer also stated she "passed out". No third-party emergent medical intervention was reported. The customer self-treated with orange juice, food and water. There is no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.

Manufacturer narrative:
Product was not returned from the customer for investigation. Tracking and trending of complaints following standard procedures has not identified an issue with the product associated with this complaint. Testing of retain samples of strips associated with this complaint was conducted. The specific complaint issue associated with the medical event was not confirmed through retain testing. An additional issue was identified and will be progressed through adc's standard complaint handling processes through resolution. An additional supplemental report will be filed if it is determined that the additional issue identified has any connection with event or product issue reported by the customer.